Manufacturer narrative:
For 'separated'.

Event description:
The patient experienced a sudden increase in spasticity and hypertonia. An x-ray in 2009, revealed that the catheter appeared to have pulled out of the spine. The patient was a long term pump patient and had a previously fractured catheter with retained fragments, making the x-ray hard to interpret. The hcp was questioning catheter separation. The catheter was surgically revised. The hcp reported the patient outcome as 'recovered without sequela'.